Event description:
It was reported while using bd vacutainer® serum, foreign matter was seen inside of two tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). Investigation summary: bd received two samples and two photos for investigation. Both photos display tubes with black particles. The customer samples underwent a visual inspection, and both samples failed the inspection. Additionally, 30 retained samples were visually inspected, and none of these samples failed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter based on customer photo and sample analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.